Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 02-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a couple of days ago the patient noticed that when the stimulator shuts off it shocked them and shocked them again when it was turned on. They felt that there may be a loose wire. They tried to lower stimulation but that did not help. The patient was directed to their physician for additional steps. No further complications were reported.